Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the screen looked like it was bleeding. The customer also reported that they could hardly see the screen. The customer's blood glucose was 118 mg/dl at the time of incident. The customer also mentioned that they were having issues with depleted battery life. The insulin pump will not be returned for analysis.